Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, abbott field service engineer (fse) evaluation, a search for similar complaints, and a review of labeling. An abbott field service engineer determined the issue was due to a leaking valve and replaced it. Review of the service ticket history did not identify any other issues that may have contributed to the complaint issue. The wash solution pump valves are commonly replaced as part of preventive maintenance or to address fluidics or results issues. No issues requiring further action or adverse trends were identified for the valve. Tracking and trending did not identify an adverse trend related to falsely decreased magnesium results. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect c8000 analyzer, list number 01g06, was identified.

Event description:
The customer observed falsely decreased magnesium results for 10 patients while using the architect c8000 analyzer assay. The customer provided the following results (mg/dl): sample ID (B)(6): initial 1.1, retest 1.8. Sample ID (B)(6): initial 1.2, retest 1.6. Sample ID (B)(6): initial 1.1, retest 2.0. Sample ID (B)(6): initial 1.2, retest 1.8. Sample ID (B)(6): initial 1.1, retest 1.7. Sample ID (B)(6): initial 1.0, retest 1.7. Sample ID (B)(6): initial 0.9, retest 1.6. Sample ID (B)(6): initial 1.1, retest 1.9. Sample ID (B)(6): initial 1.2, retest 2.2. Sample ID (B)(6): initial 1.2, retest 2.2. The customer also indicated that some patients received unnecessary treatment, but no specific patient information was provided. Manufacturer report number 1628664-2014-00020 was submitted to report the information provided. If more specific patient data is provided, the information will be communicated in a follow-up medical event report.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.